Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high within range shock impedance measurements. During a ventricular fibrillation (vf) episode, the first delivered shock accelerated the rhythm, while a subsequent shock successfully restored normal rhythm. Additionally, in other episodes, multiple shocks were required to achieve rhythm conversion. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high within range shock impedance measurements. During a ventricular fibrillation (vf) episode, the first delivered shock accelerated the rhythm, while a subsequent shock successfully restored normal rhythm. Additionally, in other episodes, multiple shocks were required to achieve rhythm conversion. No additional adverse patient effects were reported. Additional information indicated that this ICD was successfully explanted and replaced with a non boston scientific device. No additional adverse patient effects were reported. This device is not expected to be returned.

Manufacturer narrative:
This report is being submitted to update section b5 and h6. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.